Event description:
It was reported that the patient never had therapeutic effect despite multiple reprogramming as well as a lead revision. An explant of the system had been scheduled for (B)(6) 2013. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Event description:
It was later reported the patient's device was explanted and nothing was replaced. It was stated the cause of the lack of effect had not been determined and it was unknown how the patient was doing.

Manufacturer narrative:
Device used for off label indication. The indication device used for was ezw. Concomitant medical products: product ID 3093-28, lot# va0071e, implanted: (B)(6) 2012. Product type: lead: product ID 3708320, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3708320, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3093-28, lot# va0071e. Product type: lead. (B)(4).

Event description:
Additional information stated the lead revision was performed on (B)(6) 2013 due to lack of efficacy from previous implant. The outcome of the lead revision was no efficacy so the patient had the system explanted. The lead revision date was corrected to (B)(6) 2012.